Manufacturer narrative:
(B)(6). Investigation:bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with a bowed tube. The customer states ¿the specimen was collected at the ward and sent to the lab for testing. The lab personnel placed it in the centrifuge and spun the specimens, a per routine. Upon completion of centrifugation, when they took out the tube, they noticed that it was bent. The tube was kept for a week, then discarded as per usual lab routine.¿ there was no report of injury or further medical intervention.